Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a recent event involving a patient their device would not power on using ac or dc power. The customer advised that they were on a basic life support (bls) transport and that they needed the device in order to monitor the patient's nibp. A backup device was not available during the event. There were no reports of any adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic), designator u5. The ic was electrically shorted from pin 12 to 13.